Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent was dislodged during the approach to the target lesion. The anatomy was tortuous. The stent was extracted with a snare.

Event description:
N/a.

Manufacturer narrative:
Analysis: the details of the complaint provided by the institution indicate that the stent dislodged of the balloon while tracking to a previously deployed jotec stent that had fractured. The advanta v12 covered stent had somehow dislodged distally off the balloon into the vasculature. Based on the information it is reasonable to conclude that the stent had cleared entirely through the introducer sheath, as it required the use of a snare. If it had been inside the sheath, the stent could have been retrieved by removing the sheath. Upon opening, the returned device the stent was shown as being within the snare device. The stent had a large bend to it as the vasculature was described as being tortuous. The stent was still in the crimped state and did not appear to have seen positive pressure applied. The stent delivery system catheter was also evaluated. The balloon of the catheter was still in its folded position and there was no signs of positive pressure as there did not appear to be any contrast media in the balloon cones of the device. The surface of the balloon was also evaluated. When the stent is crimped to the balloon, the frame of the stent leave very well defined impressions of the stent on the surface of the balloon. Based on the obvious signs of the stent frame on the balloon it appears as if the stent was properly crimped during the manufacturing process. The catheter shaft was also evaluated and there were no signs of damage noted. A review of the device history records, specifically the stent crimping process was reviewed to ensure the equipment used in the manufacture of the device was set up properly. This review concluded that the stent crimping equipment was properly set up prior to crimping this production lot of advanta v12 covered stent assemblies. Each lot of advanta v12 covered stents are required to pass the following quality and performance criteria. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand five inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. As part of this review of the device history records is the stent retention testing to which every lot of advanta v12 is tested. The device history record for stent crimping shows that the lowest stent retention data point recorded was 13.8 newtons (n). The minimum allowable stent retention force as specified in the advanta v12 otw vascular covered stent product requirements is = 5.5 n for 7fr introducer sheath/guide. This lot of advanta v12 covered stents passed this requirement. Conclusion: based on the details of the complaint and the review of the physical product there is no evidence to conclude that the device was the cause of the stent dislodgement. Because the stent was dislodged outside the introducer sheath, it is reasonable to conclude that the stent was still in place on the balloon after exiting the distal end of the introducer sheath. As the advanta was to be deployed to seal a fractured stent there is a possibility that during positioning of the stent prior to deployment the stent made contact with the fractured stent and upon positioning the stent for deployment was pulled off the balloon. There is also a possibility that the proximal end of the un-deployed stent made contact with the distal end of the introducer sheath. If this was to occur and enough force applied, the user could push the crimped stent off the balloon and leave the stent free floating in the vasculature.